Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded button on keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners, and stained end cap sticker.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that esc, b, act, up and down arrow buttons were unresponsive. Customer's blood glucose was 309 mg/dl and was treated with manual injection. Customer also reports that plunger was stuck and did not move. Customer spoke with healthcare professional and cleaned insulin pump with keyboard cleaner which made insulin pump a little better. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.